Event description:
On 01/11/1999, the facility's interventional radiologist informed the manufacturer's sales representative of the following: when the product was opened, the sterile pack did not contain the tunneling stylet. No further details were provided.